Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations. Medical records were received and reviewed. The preoperative diagnosis was recurrent dislocation of the left hip. The surgeon has noted in the indications for surgery section that the patient's issues with dislocation began back in (B)(6) 2013 when he was recovering from an earlier revision of the same left hip. The surgeon noted that while at a rehab facility, the patient slipped on a wet floor, and felt a pop in his left hip. He was later diagnosed at the ER of a dislocated left hip that was confirmed on x-ray. The patient had other incidents of dislocation that followed. There are no other medical records or radiology reports available before or following this operative report. There is no patient past medical history or comorbidities available. From a medical perspective, based on the information available, the complaint is not product related. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.